Manufacturer narrative:
Info not available, device not returned for analysis.

Event description:
It was reported that after a lap right hemi in 2006, the patient arrested about 48 hours post op. The cause of death was basically the hypoxic, hypotensive effects of the cardiac arrest- complete anuria, minimal neurological function, hepatic failure, coagulopathy. The patient was resusitated and then return to the or on the basis of marked abdominal distention and the not incorrect assumption that the most likely cause of his rapid deterioration was an intraabdominal catastrophe of some sort. Among other things, had a duodenal perforation. This appeared recent, ie <12 hours as there was no local fibrin, reaction etc. The patient expired 30 days later.